Manufacturer narrative:
Upon analysis, this event will be updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our post quality assurance laboratory the proximal section of the lead was returned. Visual inspection noted that the entire front seal ring was missing. Laboratory analysis confirmed that the portion of the lead which was returned had a missing seal ring from the insulation material on the terminal and top of the lead.

Event description:
Boston scientific received information that during a device replacement procedure this right ventricular (rv) lead was disconnected from the device and reconnected to the new competitor device. The df-1 pins of the lead had no problem going into the device header while the is-1 portion could not be inserted fully into the header port. Another device e102 was opened and the same rv lead was attempted to be inserted into the header port but the is-1 portion would not advance into the header port. Attempting to insert the is-1 portion into the originally implanted device produces similar results. Upon visually examining the is-1 portion of this lead it was noted that the silicone sleeve at the end of the terminal pin was loose and could be rolled down the pin. Finally, the physician elected to cut the end of the lead. This portion of the lead was sent for analysis. A new rv lead was implanted with a competitor device with no further complications. No adverse patient effects were reported.